Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed which found a defective motor. The motor was replaced to fix the issue.

Event description:
It was reported that the pump showed lec 1816 error. This error is reported if the motor check signal did not become high at the processor when motor stop was active or during a short motor capacitor test. The event happened during testing. There was no patient involvement.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.